Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from olympus service operation repair center (sorc), there was the possibility that the reported phenomenon was attributed to the connection of the subject device without sufficiently drying the electrical contacts of the video connector. Also, there was the possibility that the electrical contacts of the video connector receiver became unstable, and stable image transmission between the scope and video processor could not be performed, causing the reported phenomenon.

Manufacturer narrative:
The device has not returned to olympus medical systems corp. (Omsc) for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
Olympus service operation repair center was informed by the customer that endoscopic image was flickering on the monitor. During the incoming inspection for repair at olympus service operation repair center, olympus confirmed abnormal endoscopic image with stripes appeared on the monitor. Other detailed information was not provided. There was no report of patient injury associated with the event.